Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The implant site reportedly became red and swollen, with necrosis observed due to device compression. During the replacement procedure, a cloudy pus was noted upon incision. The physician opted to discontinue the replacement. There was no additional adverse patient effects reported. This pacemaker was explanted. The site was irrigated and the wound was closed.